Event description:
It was reported that, "pt fell, complained of instability. Surgeon thought there might also be a sign of infection. There was no sign of infection. There was no sign of infection so he just put in a bigger poly. X-rays and pt info not available per hospital procedure.

Manufacturer narrative:
Method: DHR, packaging insert and complaint history review. An eval of the device cannot be performed as the device was not returned to the MFR. X-rays and pt info are not available per hospital procedure. The exact root cause of the reported instability could not be determined due to lack of pt info provided. Instability is a known adverse effect of total knee arthroplasty. The info given is not indicative of a product problem and the device history record confirms that the subject product was manufactured to specification. Review of the product experience reporting database indicated that there have been no other events reported for the involved lot 092mea. Trend analysis showed that the complaint rate for the reported failure mode of knee instability is within the risk acceptability criteria of the predicate fault tree. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.